Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse updated the software to resolve the problem. The system was tested and verified as ready for use. The complaint regarding the surgeon side console (ssc) not being compatible with the system was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted radical without lymphadenectomy prostatectomy surgical procedure, the system encountered repeated recoverable fault, error code 31016. This occurred when the customer connected the surgeon side console (ssc) from one system to another. Prior to calling intuitive surgical, inc. (Isi) technical support, the user disconnected the second ssc and the fault cleared. The surgery resumed with only one ssc. The issue caused no impact on surgery. The isi technical support engineer (tse) checked logs and verified the error, pointing at a mismatch between core and console software. The customer stated that the console causing the fault was usually transferred between systems at the customer site whenever needed for training new surgeons. The procedure was completed as planned with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the system functionality was checked upon powering without any issue and after connecting the second ssc started an error. The customer had two systems and the software was upgraded on the first system as part of a repair. The customer then tried to connect a console from the second system which was not at the same software level. The issue was resolved as both systems were updated to the same software level..